Event description:
A technician reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis and is no longer undergoing pd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain on (B)(6) 2022. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value not provided) were obtained, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage not provided) when the cultures returned positive for staphylococcus epidermidis. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. On approximately (B)(6) 2022, the patient underwent the surgical removal of her pd catheter (not a fresenius product), while concurrently receiving a hemodialysis (hd) catheter (not a fresenius product), however the rationale is unknown. Following discharge, the patient moved to another clinic for hd, and never returned to the outpatient home program. The pdrn stated there was no malfunction or deficiency of a fresenius product(s) and/or device(s) to report. The patient was tolerating hd well and received the remaining doses of vancomycin and ceftazidime intravenously while undergoing hd therapy. The pdrn reported the patient recovered from the events.